Event description:
It was reported the customer was experiencing high blood glucose. Customer's blood glucose reached 524 mg/dl. The customer stated they were disorientated, dizzy and had aches from their high blood glucose. The customer also reported having neuropathy in both of their feet. Customer has treated their blood glucose with the insulin pump. It was found the customer was not connected to their quick release, therefore they were not receiving any insulin. The customer was advised to monitor their blood glucose. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.